Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient passed away due to complications from a pre-existing heart conditions. There were no reports of device-related issues from the patient prior to the passing and the patient was consistently receiving effective pain relief from the device.